Event description:
It was reported that during an attempted implant, the physician was unable to pass the lead through the patient's vein due to the vein being too narrow. The physician attempted another vein, however the lead would not pace after placement, and the patient experienced diaphragmatic stimulation. The physician opted to implant a dual system instead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).